Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a cartridge cracked. There was patient contact but no reported patient harm. The surgery was completed the same day.

Manufacturer narrative:
A used company iii (d) cartridge was returned. An inadequate amount of viscoelastic is observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. The tip has moderate stress. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptic are in an acceptable folded position. The optic is pressed against the posts and down into the well area of the lens case. Complaint history and product history records were reviewed and documentation indicated the products met release criteria. Qualified associated products were indicated. The stress observed is an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer stating that the cartridge cracked while lens was inserted. The md chose a new lens and new cartridge due to possible risk of scratch r/t cracked cartridge.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).